Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their device could not be interrogated using radio frequency telemetry. A radio frequency chip error was suspected. It was also noted that their device could not connect with the merlin home monitor. A device download was discussed and there were no patient consequences.